Event description:
It was reported that a patient experienced an inappropriate high voltage shock as noted on a remote transmission from (B)(6) 2022. It was noted that the shock occurred during an unrelated electrocautery treatment, which caused electromagnetic interference that was oversensed. No intervention was reported. The patient did not experience any adverse consequences due to the shock.